Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (477 mg/dl). The customer reported that the suspected cause of the high bg was due to the luer lock becoming unscrewed while sleeping. The customer secured the luer lock the next day and the bg did not return to the target level until (B)(6) 2017. The customer did not know why the bg remained high. The current bg was 117 mg/dl (target range). As the high bg had been resolved, tandem technical support advised the customer to discuss the event with a healthcare provider.